Event description:
The device was used during a thoracoscopic lung resection procedure. Reportedly, the instrument was difficult to open and there was tissue hang up. The surgeon was able to remove the device and complete the procedure. The hosp has reported no pt injury occurred.